Event description:
There was a broach implant mismatch; the broach fit well and was torsionally stable, but the implant fit was extremely loose torsionally. The surgeon feels the implant is undersized as the porocoat stem should be 2.5mm larger proximally than the trial broach. In the process of implanting the bone/cement plus the humorous was broken (distal spiral). The surgeon feels this situation would not have happened if the stem had fit correctly.